Event description:
It was reported that (B)(6) experienced multiple issues with her pump, including a broken usb port cover leading to debris accumulation, a worn-out usb port that made charging difficult, scratches on the screen, and false altitude alarms despite not being in altitude regions. There was no reported impact to her blood glucose level. The customer declined further troubleshooting, and the pump warranty had expired, meaning it could not be repaired or replaced.